Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the air gas module was found defective and its replacement solved the issue. The device's logs and additional information have been requested for further investigation but has not yet been received.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).